Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the picture provided with this report because the product said to be involved was not provided to cook for evaluation. A photo of the lot number was not provided. Our evaluation of the photo provided confirmed the report. The photo shows the distal end of the device with the cutting wire visible. The cutting wire securing component (anchor) has separated from the distal tip. Additionally, the anchor is typically composed of a longer (~3mm) and shorter (~2mm) segment, in the photo provided it appears that the longer segment has detached and is not present. The cutting wire appears to be bent and has split through the catheter proximal to the proximal cutting wire hole into the large blue band. A red substance is observed within the clear distal catheter. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed in the photo provided. The device history record for the lot number said to be involved was reviewed. Nonconformances that could potentially be related to the complaint were contained in the associated DHR. The nonconformance documentation supports the affected device(s) were dispositioned appropriately prior to release of this lot. There is no evidence nonconforming product was released for distribution. In an effort to heighten awareness of the potential connection of the customers report to the current manufacturing processes production personnel were notified. Investigation conclusion: our evaluation of the photo provided confirmed the cutting wire securing component (anchor) has separated from catheter (w/ detachment). However, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Separation of the cutting wire securing component and the catheter can occur if the tip of the sphincterotome is over flexed. The instructions for use caution the user with the following comment: ¿do not over flex or bow the tip beyond 90 degrees, as this may damage or cause the cutting wire to break.¿ other factors that can contribute to separation of the cutting wire securing component and the catheter includes manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user with the following statement: ¿upon removing the device from the package, uncoil and straighten sphincterotome. Carefully remove the precurved stylet from the cannulating tip.¿ the instructions for use contain the following precaution: "do not exercise the handle while the device is coiled or the precurved stylet is in place, as this may cause damage to the sphincterotome and render it inoperable." Additionally, damage to the cutting wire can occur if the distal end of the catheter is manually formed. The instructions for use caution: "do not apply manual pressure to the tip or the cutting wire of the sphincterotome in an attempt to influence orientation, as this may result in damage to the device." Prior to distribution, all fusion omni-tome sphincterotome pre-loaded with acrobat 2 wire guides are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional comments: a cook representative has been directed to contact the medical facility involved and inform them that in the photo provided, it appears that the longer segment has detached and is not present.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook fusion omni pre-loaded with acrobat 2 wire guides. It was reported that the sphincterotome was being used for cannulation and when bowing up for sphincterotomy the cutting wire snapped. The product was removed from the patient, and nothing was left behind. Another of the same device was then used. Image of the device showing the cutting wire anchor disconnected was provided for evaluation. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.